Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, when the lead was inserted into this device header, a delay in pacing was observed. An internal technical service consultant was contacted. Ts provided information regarding the auto lead detect feature algorithm. This device was successfully implanted and remains in service. No adverse patient effects were reported.